Event description:
The user facility reported that the washer leaked and flooded nearby flooring. No injuries to patients or hospital staff were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the drying valve piston was cracked allowing water to leak into the dryer duct and onto nearby flooring. The technician replaced the drying valve piston, tested the unit and returned it to service; no further issues have been reported.